Event description:
It was reported the patient had a gradual onset of symptoms following an implantable neurostimulator (ins) replacement. The patient¿s previous ins was replaced because the battery was low and the ins was 3-4 years old. The patient stated that the ins did not seem to be working. The patient did check the ins and it was on. The patient¿s previously programmed settings felt different than what they had programmed at the time of this report. The patient had a lot of uncontrolled movements since the replacement and they were wondering what they should do. Since the replacement the patient could not use their right hand very well and it was shaking really bad. Follow up with a manufacturing representative indicated the patient¿s healthcare professional (hcp) had them increase voltage and they seemed to be okay.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-28, lot# v373403, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).